Manufacturer narrative:
H4: device manufacture date: may 26, 2022- may 27, 2022. H10: the actual device and a photograph of the sample were received for evaluation. The actual sample was partially filled with a liquid solution. A visual inspection of the actual sample was performed with the naked eye and with magnification and no particulate matter could be observed in the fluid path. Additionally, the fill port cap was removed and no issue was observed with the connector or cap areas. A visual inspection of the photograph observed a white elongated polymeric appearing particle possibly of fill port material inside the container partially filled with a solution. Therefore, the reported condition was verified in the photographs only and not on the actual sample. The cause of the condition could not be determined; however, possible causes of particulate matter based on the photo images only include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had plastic particles inside the bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.